Event description:
A covidien raytec surgical sponge frayed during use and a piece was almost left in the patient's axilla. Because of the small incision used, the fiber was not immediately seen in the wound. The md pulled at something she thought was tissue, but was actually the fiber. The md is requesting these sponges not be used in her procedures to mitigate the risk of a foreign body being left in a wound. The "old" non-fraying raytec sponges are available in the quik packs (custom) stocked for the operating room, and the single pack of these used by the md did not fray.